Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. However, during evaluation, it was observed that the cutter could not be secured. It was determined that this was indicative of operating the safety mechanism improperly while in use damaging the locking components thus not allowing completion of the pretest. The assignable root cause was determined to be due to misuse / abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during routine maintenance / testing it was observed that the motor device had vibration and was extremely hot. It was reported that there was no delay due to the event and there was no spare device available for use. No patient or user injury was reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.